Event description:
It was reported that during preparation for an abdominal aortagram diagnostic procedure, the tip of the star teflon coated guidewire was separated when the package was opened. The device had no contact with the pt. The procedure was successfully completed with another star teflon coated guidewire without pt complications.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.